Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 693165 lead implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that during extraction of the rv (right ventricular) lead, the atrial lead then had an impedance rise of 200 ohms, along with threshold rise and sensing decrease. It was noted that prior to extraction of the rv lead the atrial lead had been functioning well. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.